Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that excessive condensation was found in a covidien filter on a servo-I ventilator. The hospital stated that an rt380 dual heated evaqua2 breathing circuit was included in the set up at the time of the reported incident. However, it was reported that condensation was noted in the filter only and not in the breathing circuit. The hospital further reported that the patient did not get ventilated.

Manufacturer narrative:
Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned for evaluation. An unopened rt380 from the same lot as the compliant device was returned for investigation. Therefore, our investigation is based on the evaluation of the returned rt380 breathing circuit, investigation of previous complaints of this nature and our knowledge of the product. The inspiratory and expiratory heater wires of the returned rt380 breathing circuit were resistance tested using a calibrated multimeter. Results: the resistance test showed that the inspiratory and expiratory heater wires were within specification. A lot check revealed no other complaints of this nature for lot 130207. Conclusion: the hospital reported that the condensation was only in the filter and not in the circuit. No fault was found with the returned rt380 breathing circuit. We were unable to determine what may have caused the reported condensation as the filter is manufactured by covidien and not by fph. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of setup and environmental factors. The user instructions that accompany rt380 circuit state the following: -"check breathing circuits for condensation every 6 hours and drain if required." Since the reported incident a fph rep has been in contact with the hospital and they have informed the rep that they have had no further condensation issues.

Event description:
A hospital in (B)(6) reported to a fisher & paykel heatlhcare representative that excessive condensation was found in a covidien filter on a servo-I ventilator. The hospital stated that an rt380 dual heated evaqua2 breathing circuit was included in the set up at the time of the reported incident. However, it was reported that condensation was noted in the filter only and not in the breathing circuit. The hospital further reported that the patient did not get ventilated.

Manufacturer narrative:
(B)(4). The complaint device was recently received by fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.